Event description:
It was reported that this pacemaker has moved with redness around the pacemaker pocket. In addition, the patient experienced nauseous every time this device paces. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker has moved with redness around the pacemaker pocket. In addition, the patient experienced nauseous every time this device paces. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the patient also experienced fatigue, lightheadedness, bruising, rashes and chest pain. Subsequently, this device was explanted due to pocket discomfort with no reimplant of a device or device replacement. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker has moved with redness around the pacemaker pocket. In addition, the patient experienced nauseous every time this device paces. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the patient also experienced fatigue, lightheadedness, bruising, rashes and chest pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.